Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: guide wire tip separation and remains in the patient. Device issue: guide wire tip separation. It was reported that the procedure was to treat restenosis between two other companies' previously implanted stents. The stents were crossed with the guide wire; however, the guide wire inadvertently went down a side branch. An attempt was made to remove the guide wire; however, it was thought that the guide wire caught on the stents and during removal of the guide wire tip, separated and remained in the patient. Attempts were made to snare the tip, and some of the tip was able to be retrieved; however, a part of the tip still remains in the patient. The decision was made to stent the entire rca with xience v stents. During deployment of these stents, the separated guide wire tip was pinned against the vessel wall. The patient is reported to be well at this time. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned with no blood visible. There was contrast visible on the shaping ribbon, on the core and on the intermediate coils. The shaping ribbon had separated 2.2 cm distal to the center solder. The tip coils, tipball and the separated portion of the shaping ribbon was not returned. The shaping ribbon was twisted, 2 mm distal to the center solder and extending distally for a length of 2 cm. There were stretched intermediate coils at the proximal end of the center solder for a length of 1 mm. There was no other damage noted to the guide wire. This product was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information. Sem analysis of the guide wire found the shaping ribbon failure could be attributed to torsional overload while the tip coil exhibited detachment at the center solder. For the guide wire to fail due to torsional overload, some portion of the guide wire would have to be trapped either in the anatomy or in another device and excess torque applied. According to the case description, after the guide wire went down a sidebranch, it was thought that the guide wire became stuck on the taxus stents. During attempts to free the guide wire, the guide wire may have been over torqued causing the shaping ribbon to twist the coils to separate. 'Device embedded in vessel or plaque' and 'removal of foreign body' are known risks of using the guide wire and of performing the procedure. In this case the root cause appears to be related to case circumstances and not a manufacturing issue. This MDR is considered closed by the product performance group.